Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor scan results on the ADC device and took glucose tablets and sugary drinks in response. No symptoms were experienced. Paramedics were called and performed a finger test, which showed readings of 33.5 mmol/L on the healthcare professional meter. They administered insulin for treatment (dose/type unknown). Twenty minutes later, another reading of 35.7 mmol/L was obtained from the healthcare professional meter. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.